Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the patient was registered to an average accuracy of 1.3 millimeters (mm) using trace only. The side emitter was used, placed at the patient's 12 o/clock. No comments on accuracy here. The straight suction was verified with no comments on inaccuracy at the start. Later, switch to the 90 degree suction, verified and used successfully. After that, verified the straight suction again. The surgeon placed the tip on the bridge of the patient's nose to verify accuracy, and here is when it was showing about 10mm off anteriorly on the sagittal view. The surgeon reverified by placing the suction in the divot again and got the same result when verifying accuracy on the bridge of the nose. At this point he commented he won't use the nav for the rest of the case. The me dtronic field rep adjusted the position of the side emitter at this point. Surgeon proceeded with a septoplasty. After the septoplasty, the surgeon glanced at the nav again briefly, not commenting on any inaccuracies. The rep asked the resident at the end of the case to try putting the straight suction on the bridge of the nose again to see if the issue could be recreated, but it did not show the 10mm inaccuracy again (it was within the expected 1-2mm of accuracy in this anatomy at this point after adjusting placement of the emitter). There was no delay and no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6), h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case description was analyzed and it was observed that the issue resolved by changing the emitter position. The logs would not capture any information on reason for inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.